Event description:
Siemens was notified on (B)(4) 2013 that upon switching on the system after a lull of a few hours for patient scanning, the power distribution system (pds) of the right gantry stand had some sparking and instantaneously caught fire. Reportedly, the fire was contained by switching off the system and with the use of fire extinguishers. The whole of the pds cabinet has been burnt and has rendered the system down for seven (7) days. However, there is no report of injury. The reported issue occurred in (B)(6).

Manufacturer narrative:
Siemens became aware of the reported event on (B)(4) 2013. This MDR is being mailed on (B)(4) 2013. Siemens' customer service engineer replaced the pds along with a new mas board that was found to be defective. The ups that is supplied by the customer was found to have a defective ups capacitor bank that has also been replaced. The system underwent quality checks and is operational. There have been no other reports of the same issue.